Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery (rca). A 10/3.50 flextome cutting balloon was selected to treat the target lesion. During procedure inside patient, it was noted that the balloon ruptured at 3-4 atm on the 1st inflation for 3 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 2 mm distal to the distal end of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid to distal right coronary artery (rca). A 10/3.50 flextome cutting balloon was selected to treat the target lesion. During procedure inside patient, it was noted that the balloon ruptured at 3-4 atm on the 1st inflation for 3 seconds. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.